Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
Breakage of the inferior distal locking screw.

Manufacturer narrative:
Root cause of reported event could not be confirmed. The surgeon has not implanted the second distal screw whereas it is mentioned in the surgical technique to implant 2 screws. This is the final report submitted regarding this surgical event and medical device.

Event description:
Breakage of the inferior distal locking screw.